Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure for endometriosis, when transecting the tissue, the surgeon was able to pr ess the green button however the handle was not able to be squeezed therefore the device did not fire. Another reload was used to resolve the issue with the same handle. There was no patient harm.